Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found the septum of a bd q-syte¿ luer access split-septum stand-alone device ¿not glued to the rim¿ potentially risking injury/leakage if used. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sub assembly part #: 8001498 bd q-syte assembly and sub assembly lot #: 7143619, 7131959, 7143621 and 7143620, device/batch history record review findings: DHR review was performed on the following sub assembly lot numbers: 7131959 ¿ this lot number was built on qfa line 3, from may 29, 2017 thru june 1, 2017. 7143619 ¿ this lot number was built on qfa line 2, from june 9, 2017 thru june 11, 2017. 7143620 ¿ this lot number was built on qfa line 3, from june 1, 2017 thru june 3, 2017. 7143621 ¿ this lot number was built on qfa line 3, from june 3, 2017 thru june 5, 2017. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Mfg. In ref to minimal residual material and adhesive on top body: bond strength is checked every eight hours (2 parts per nest) every hour, start-up and at process adjustments. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one unused q-syte unit from the lot number 7178869. The septum was molded using the 16-cavity mold. A small portion of the septum was pushed into the q-syte top body. The septum lifts up all the way around from the rim of the top disk. The residual septum material and adhesive deposits was evident on the rim of the top body. Root cause of this incident is indeterminate. The evaluation revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.